Manufacturer narrative:
Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "tibial baseplate subsided posteriorly. It was undersized."